Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are no plans to reimplant the patient with a new device as of the date of this report.